Event description:
Philips received a complaint by the customer on the v60, indicating that the unit would not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called to report that their unit would not power on. The rse advised the possible replacement of the power management board or power supply. The biomed also informed the rse that there was no 24-volt direct current (dc). The customer was then advised by the rse to replace the power supply. The customer later called the rse back and informed them the power supply was replaced to resolve the issue. The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.